Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this lead was explanted due to fracture caused by subclavian crush. To date, there have been no adverse patient effects reported.